Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with a competitor left ventricular (lv) lead exhibited loss of capture (loc) due to high, out of range, pacing impedance measurement of more than 2,000 ohms in all vectors. The health care professional (hcp) asked how to reprogram the device to not use the lv lead. Boston scientific technical services (ts) walked through the steps on how to reprogram the device and also walked the hcp through in turning the dailies off as requested. The patient is undergoing chemotherapy and will be re-evaluated. The hcp believed that the patient's weight loss of 130 pounds was the factor in device measurement changes. Additional information was received indicating that the lv lead was turned off and then everything else went fine. No adverse patient effects were reported. The device remains in service.